Manufacturer narrative:
Investigation. Inspect returned samples. Distribution history: this complaint unit was manufactured at csi in (B)(6) 1995. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the unit was confirmed to have been exposed to cold soak solutions. Such solutions are not recommended for cleaning the handle and hose section of the device. The fluids can enter through the housing or the inlet/outlet and residue forms internally preventing proper function of the valve(s). The root cause for this failure is being attributed to end user error. Corrective actions. The unit was repaired, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes.

Event description:
"Will not defrost. Very difficult to remove probe due to frozen probe. Adherent to patient vaginal cuff". 1216677-2020-00209-1 90001 ll100 cryosurgical(B)(4).

Manufacturer narrative:
Cooper surgical, inc . Is currently investigating the reported condition.

Event description:
Will not defrost. Very difficult to remove probe due to frozen probe. Adherent to patient vaginal cuff. Order: (B)(4). Confirmed complaint: pulse assembly and insulator tube contaminated with cold soak solutions. Hose kinking at gun and gauge housing. Ref: (B)(4).